Manufacturer narrative:
(B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing verified the reported load step malfunction in the black box, but could not reproduce it on the bench. An "ezprime" operation was performed with no difficulties; a cartridge was inserted into the compartment and was correctly recognized by the piston rod. No fluid was expelled from the cartridge. The pump passes force sensor calibration check in step 16. A review of the black box shows two "no cartridge detected" warnings occurring following several cs064 alarms. Pump was opened and evaluated; the force sensor pins and old display are intact. No defects were noted to the force sensor flex or pin solder. Unrelated to this complaint, a dimpled force sensor spoke shim was observed.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).